Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. The reported difficulty removing the suture could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of tissue damage and hemorrhage are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional three reportable proglide devices referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in a common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic endoprosthesis procedure. Reportedly, the sutures of the first proglide device and of the second proglide device were placed; however, when the plungers were removed, the sutures were caught in the foot. The foot closed but not totally and force was required to remove the proglide devices, which caused tissue damage. Slight bleeding was noticeable. Two additional proglide devices were preplaced. One of those 2 devices had the same issue when closing the foot so a 5th device was used and finally could complete the suture placement. The sheath was upsized to an 8fr then 10fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices, manual compression and a femoseal. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.